Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the function of the flexible cable is according to the specifications. The information provided regarding the hand piece shows, that it is from a competitor. An investigation is not possible. A CAPA is not necessary.

Event description:
Coountry of complaint: (B)(6). The cable is associated with an handpiece from micro-mega that burn the patient. Components in use listed as concomitant devices are:ga173 / micro flexible cable 2.3m, z-fremd-instr / foreign instrument.